Manufacturer narrative:
First step tricell labeling cautions to "monitor skin conditions regularly and consider adjunct or alternative therapies for highly acuity pts" and warns that "early intervention may be essential to preventing serious skin breakdown." A request has been made to return the device. At the time of this report, the device has not been received for eval.

Event description:
It was reported that the pt's stage iii and stage IV pressure ulcers allegedly worsened while on a customer-owned first step tricell. The pt's home care provider claims that the device did not inflate properly causing the pt's pressure ulcers to reopen. Notes by the physician in late 2008 indicate that a buttocks wound had an increase in drainage and odor. Although there was no indication that the would was cultured, the physician ordered an antibiotic for the pt. According to the physician's notes in early 2009, one of the wounds had resolved (location not stated) and the other remains open.